Manufacturer narrative:
It was initially reported by the customer that during the procedure the f and d deflection curve had broken. The thermocool® smart touch¿ bi-directional navigation catheter was replaced and the issue resolved. No patient consequence was reported. The reported deflection issue has been assessed as not MDR reportable since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. On(B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection identified the t-bar appeared cut through the shaft. This finding has been assessed as MDR reportable. Device evaluation details: on(B)(6)2019 , the device evaluation was completed. The device was inspected and the t-bar was observed cut through at shaft. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x-ray machine and the t-bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the - bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t-bar sliding down. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30114769m number, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster inc. Product analysis lab found the t-bar appeared cut through the shaft. It was initially reported by the customer that during the procedure the f and d deflection curve had broken. The thermocool® smart touch¿ bi-directional navigation catheter was replaced and the issue resolved. No patient consequence was reported. The reported deflection issue has been assessed as not MDR reportable since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote on 4/5/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection identified the t-bar appeared cut through the shaft. This finding has been assessed as MDR reportable. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through visual analysis on 04/05/2019 and re-assessed this complaint as reportable.